Event description:
The customer reported to olympus, the video system center has connector issues. The front of the camera connector is broken. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged front panel and old software version. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.